Event description:
During product analysis of the generator in MDR 1644487-2011-02980 reportable for high impedance of the lead, the generator was found to be out of specifications. The supply current tests did not meet functional specifications. These measurements demonstrate an increased current consumption for the device, potentially contributing to a premature end of life condition. The increased current consumption was isolated to a leaky capacitor (c6). With the capacitor substitution for c6, the pulse generator module performed according to functional specifications. The most probable root cause for the premature end of life condition was identified to be a leaky capacitor, c6. Cause for the c6 capacitors increase in leakage could not be determined.